Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to therapy it was difficult to split the seal on the outer box of the intra-aortic balloon (iab) with fingers. It was not easy to take out the catheter tray from the outer case. There was no reported injury to the patient.